Event description:
Reportedly, as the trocar was removed from the surgical site, the trocar broke and pieces disengaged intothe pt cavity. The surgeon was able to retrieve the knife blade and plastic shaft, but is uncertain as to whether all other components were retrieved. Therefore, an x-ray of the pt cavity was taken. Procedure: lap colon. Pt status: no pt injury reported.